Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the issue happened. The procedure was completed as planned by using another system. Philips field service engineer (fse) examined the system on-site and confirmed the reported problem. After reviewing the log, fse identified an issue with the refrigeration cooling unit. Upon troubleshooting, fse found that the equipment was facing intermittent malfunctions. To resolve the problem, fse recharged oil and imaging module was replaced. After oil recharged in the cooling unit, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.